Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that a priming bolus was incorrectly performed. The healthcare provider (hcp) was doing a side port aspiration to see if he could aspirate drug from the catheter. The reporter did not know why he was doing this. The hcp used the bolus tab and selected priming bolus. The drug was in the pump tubing only. The reporter indicated that it sounded like the hcp then selected a total priming volume of 1.799ml, or the end range on the field. The patient left the clinic and called the hcp stating they were sleepy. The hcp was told to call the patient and have her go back the hcp¿s office or to the emergency room (ER). Additional follow-up information indicated that the reporter asked about doing a therapy stop on the patient¿s pump. Steps were walked through over the phone to be relayed to the hcp. It was reported that the hcp could interrogate the pump, but could not program anything. The reporter was not sure if the hcp exited out of the pump status. Further follow-up information indicated that the patient was intubated and in the ER and was stable. The hcp withdrew 10ml from the catheter access port (cap), but then could not get any more back, so then he did lumbar puncture and pulled out 20ml more of cerebrospinal fluid (csf), per the manufacturer¿s overdose procedure guidelines. Additional follow-up information indicated that minimum flow rate was discussed. Therapy was to be reinitiated on (B)(6) 2013. The pump was programmed to minimum rate. The device system was used to deliver baclofen 2000mcg/ml with a dose around 600mcg/day. It was later reported that the hcp dropped the pump to minimum rate for about 16.5 hours and then restarted on 300mcg/day.